Event description:
There was no patient involved in this event device switching on automatically.

Event description:
There was no patient involved in this event device switching on automatically.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 27th july 2016. Corrosion was observed on track 13 which had resulted in a partial short to an adjacent track and would account for the device switching on automatically as per reported fault. The corrosion observed on the returned membrane tail would suggest the device had been subject to adverse storage, however, this could not be verified by other means, i.e. No corrosion observed on the screws/usb contact collars. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.